Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced diabetic ketoacidosis and was ultimately admitted to the hospital. Reportedly, tandem technical support attempted to gather more information regarding the event however, the customer declined to provide further information at that particular time.